Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device after an interventional procedure. Reportedly, after deployment, the device could not be removed from anatomy. The foot was opened and closed, but it was thought that the foot was not retracting. The device was pulled out. Manual arterial compression was used to achieve hemostasis. There was tissue noted on the unretracted foot. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified.